Manufacturer narrative:
Physical device was not returned for analysis and was reported to have been discarded. Cloud data from the user for the period of (B)(6) 2026 was downloaded and reviewed. Review of the patient history buffer (phb) data found that the system was used only in manual mode during this period with the paired sensor inactive. The phb data showed that the system was correctly delivering the user's manual basal program of 2.5 u per hour for 24 hours during this period. The cloud data showed that the last pod used was activated at 09:14 on (B)(6) 2026 and ran to an empty reservoir alarm and was deactivated at 20:38 on (B)(6) 2026. The cloud data showed that the last bolus delivered was a 8.95 u bolus delivered at 20:17 on (B)(6) 2026. The phb data showed that the total pulses delivered count incremented correctly based on the total bolus volume of each bolus after delivery of each bolus, indicating that each bolus captured in the cloud was actively delivered by the pod. No evidence of issues with insulin delivery was observed in the available cloud data. The correlation to action #(B)(4) could not conclusively be determined because the device was not returned/received for analysis and was reported to have been discarded. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: not reported. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that patient was hospitalized with diabetic ketoacidosis (dka) on (B)(6) 2026. The patient¿s mother stated that she had a stomach bug and high blood glucose levels. Patient¿s blood glucose levels were around 100-200 mg/dl then spiked to 1600 mg/dl rapidly. It was reported that the patient stood up and then fell, after becoming unconscious which led to cerebral edema. The patient was not wearing a pod at the time medical attention was sought. It was reported that the patient was on insulin injections while battling the stomach bug and their physician was aware. The patient¿s mother stated the last pod the customer had was on 2 weeks prior, but believed it led the customer to eventual hospitalization for dka on (B)(6) 2026. It was reported that the patient passed away in the hospital, on (B)(6) 2026. Pod was discarded.